Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 26-jun-2023 h6: investigation summary one sample model was returned for investigation. From the investigation, the set was examined for defects and abnormalities. Excess solvent was observed near the female luer. The customer complaint that the sets were unable to be flushed could be replicated. A device history record review for model mp5303-c lot number 22129050 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: describe the event or problem: while attempting to start and IV for contrast, the loop would not flush. It was removed and #2 was used with same result, would not flush. #3 used without problem. No known harm to patient, delay in treatment. This is report #9 for the same product with the same problem.

Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: describe the event or problem: while attempting to start and IV for contrast, the loop would not flush. It was removed and #2 was used with same result, would not flush. #3 used without problem. No known harm to patient, delay in treatment. This is report #9 for the same product with the same problem.

Manufacturer narrative:
A.2. Patient¿s birthday was not provided, (B)(6) 1951 was used based on age of patient. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.